Event description:
This patient experienced a restenosis of this product approximately 22 months post implant. This patient was admitted to the hospital with a chief complaint of angina, dyspnea and fatigue. The patient was taken electively to the cardiac cath lab, where angiography revealed triple vessel coronary disease with an occluded native lad and rca, a 70% ostail lesion in the lima graft to the lad, a 70-75% aorto-ostial stenosis of the svg to the lm2 (also referred to in reports as the left posterior lateral or lpl), a 60% stenosis of anastomosis of the svg and the om1 (also referred to in reports as the ramus intermediate or fami), with a 90% stenosis within the om after insertion point, and a 60% ostial stenosis of the ostium of the svg to the rca. After a discussion with the patient, an elective pci was scheduled for eight days later. The pt was admitted for the procedure as planned. A bolus of 60 units per kg units of heparin was administered via IV. A double bolus of integrillin was administered via IV. A 6fr fr4 with side holes guiding catheter was placed into the ostium of the svg to the om1. A 0.014 bmw wire was advanced through the svg and to the distal om1. The lesion was not predilated. A 2.5 x 13 mm cypher stent (stent #1) was deployed to 15 atms within the anstamosis of the svg and the om1. The next angiographic view revealed a dissection at the distal edge of the cypher stent. A 2.5 x 8mm cypher stent (stent #2) was placed over the dissection (overlapping the edge of the first stent and w3as deployed to 12 atms.